Event description:
It was reported the patient was unable to recharge the device. It was unclear if the device had flipped. The hcp noted that during surgery, the device was upright. It was tested for recharging and found to get all 8 bars. As the reason for the recharging difficulty was unclear, the hcp opted to replace the device. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Refer to manufacturer's report # 3004209178201001334.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.